Event description:
It was reported that during a angioplasty treatment procedure in the superficial femoral artery, "the 5fr angiocatheter was advanced to the lesion along with a 0.035" wire. The wire was removed from the catheter and this wire was inserted into it." It was further reported that, "it got stuck at advancing 5cm from the distal shaft of the catheter. When this wire was removed, the coiled distal tip of the guidewire became frayed." The lesion being treated was 100% stenotic lesion with calcification in a non tortuous superficial femoral artery. The procedure was successfully completed with another of the same device with no pt complications. Current pt status is reported as "good."